Event description:
It was reported that during surgery the surgeon went to load specimen into mesher and could not continue due to it binding up. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, the cutter was stuck and failed the sample mesh test due to an incomplete cut.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was stuck and failed the sample mesh test due to an incomplete cut; however, the repair was not completed because cutters are not repairable. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.